Event description:
The pta balloon was used to angioplasty the superficial femoral, popliteal and peroneal arteries. The lesions were extremely calcified. The balloon ruptured at 10 atmospheres. There has been no claim of injury related to this event.